Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor failed essential performance testing. The cause of this was on open component on the ca board. The root cause of the open l1 cannot be positively identified. There were no adverse events associated with the monitor malfunction.